Event description:
It was reported that occlusion alarms occurred. Customer change the pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 288 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.